Manufacturer narrative:
The alleged complaint could not be confirmed. Microport post market quality was made aware of this revision through a microport distributor. Per the provided incident report, the surgeon indicated that this patient was revised due to a "metal allergy." The length of implantation is unknown. Descriptions of the femoral components were provided, but no specific item numbers or lots are known. The revised products have not been returned to microport for investigation. No images, operative notes, or other clinically relevant documentation has been provided to confirm the complaint. The microport hip systems package insert (150803-8) lists "allergic reactions to materials; metal sensitivity; or reactions to wear debris that may lead to histological reactions, pseudotumor and aseptic lymphocytic vasculitis-associated lesions (alval)" as possible adverse effects of total hip arthroplasty. There were no trends identified per mpo trending procedures. No conclusions can be made from the available information. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, femoral implants removed and acetabular liner exchanged due to complications from metal allergy (per surgeon).

Manufacturer narrative:
Due to additional information received and after further analysis of this event , the device involved in this manufacturer reference report has been classified as "no complaint stated" since there is no alleged deficiency against the device. Please void this report.